Event description:
On (B)(6) 2011, the patient reported that in (B)(6) 2010, she experienced low blood glucose of 19 mg/dl. The patient's husband stated the patient needed some assistance because she was "acting out of it." The husband gave the patient glucose spray and called 911. The patient's blood glucose increased and she did not receive treatment from medical personnel and she was only advised to eat. The patient stated low blood glucose was her fault because she had not eaten all day. Her normal blood glucose range is 90-140 mg/dl. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.